Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 377mg/dl. The customer stated that she was in an accident while driving. The caller stated that she changed the site twice on sunday, then again on monday, and last on tuesday morning. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several low reservoir alarms. The customer called back and stated that she has been in the hospital for five days and has been released. No further information was provided.